Event description:
It was reported to philips that the paddles are broken.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and found the external paddles were damaged. The devise needs paddles. Upon conclusion of the evaluation, it was determined that the external paddles require replacement. They were replaced. The device passed testing and was put back into service.